Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case would not clip securely. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.